Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe at gate valve was returned for evaluation. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No resistance was felt during injecting air. No visible damage or deterioration to the balloon latex or balloon bonding sites was found. The balloon deflated within specification. Balloon deflation was achieved within 1 second without the syringe attached. The specification for balloon deflation without a syringe attached is 4 seconds. Per IFU, ¿passively deflate the balloon by removing the syringe from the gate valve¿. The balloon failed to deflate fully with the returned syringe attached. No visible damage to the catheter body or returned syringe was observed. All through lumens were patent without any leakage or occlusion. Balloon inflation testing was performed with returned syringe with 1.5 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at magnification 10x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon deflation issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. It is unknown if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon was unable to deflate at the inflation test before use although the balloon inflated with no problems. It is unknown if the inflation syringe was removed from the gate valve during deflation. Patient demographic information requested but unavailable. There were no patient complications reported.